Manufacturer narrative:
Exact date of nonunion and screw breakage is unknown. However, the breakage was identified in (B)(6) 2015. This report is for one (1) unknown plate. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was originally treated for a humerus bone fracture on (B)(6) 2013. The intervention at the time involved bone consolidation. In the months and years that followed, the patient showed a delay in healing and later developed pseudoarthrosis of the fracture area. In (B)(6) 2015, it was discovered that a distal screw had broken off with mobilization. A revision surgery subsequently took place on (B)(6) 2015. The original hardware and all broken pieces were removed. The pseudoarthrosis was treated with an intramedullary plug of the peroneal diaphysis fragment. The patient was then revised with a new philos plate and screws for realignment and reduction of the pseudoarthrosis. The procedure itself lasted three (3) hours and fourteen (14) minutes. This report is for one (1) unknown plate. This report is 2 of 2 for (B)(4).